Event description:
The customer reported that while running a hepatitis c virus assay, summit sample handler did not pipette the correct amount of sample or diluent in well positions a3 and a5 and did not give an error message. A field svc engineer was dispatched. No death or serious injury was associated with this event.